Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not charging battery and when plugged in cooling fan it cycles on and off. It was reported there was no patient involvement at the time the issue was discovered. Philips received a complaint by the customer on the v60 indicating that the device is not charging battery and when plugged in cooling fan it cycles on and off. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states while not in use the unit is not charging battery and when plugged in the cooling fan cycles on and off. A philips brand battery is installed, battery output volts in diagnostics mode reads 14.3 vdc, requests troubleshooting. Advised customer to continue charging the battery per the v60 service manual-the battery can become so discharged that it can only accept a trickle charge of approximately 10 to 100 ma. At this point the battery processor turns on the charger (and fan) every 4 seconds, then turns off the charger and fan after 2 seconds if charger current is insufficient. Once the battery voltage is above the internal circuit cutoff voltage, the battery can then accept the full charging current of 3.5 a. A seriously depleted battery may require days of trickle-charging before it can again accept full charging current, customer acknowledged. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.